Event description:
It was reported that a home patient (hp) experienced a failure to follow therapy steps on the homechoice (hc) device, during use. The failure to follow therapy steps was further described as the patient was connected to the hc device while priming was in progress. The hp was connected at the time of the event. During troubleshooting, it was noted that the hp had been connected during priming. The technical service representative (tsr) reviewed proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Not priming the line completely before connecting is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.